Event description:
Customer reported that the erroneous electrolyte results were generated by the unicel dxc 600 synchron system. The system was calibrated and quality controls were within specifications prior to the event. The results were reported out of the laboratory. It is no known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No repairs or other actions were taken. A clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of 8 individual medwatch reports being submitted as 8 separate pt results were affected. Reference the below MDR numbers for all associated reports: 2050012-2011-08168, 08169, 08170, 08171, 08172, 08173, 08174. This reportable event was identified during ga retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.